Event description:
Information received by medtronic indicated that the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The motor was tested outside of the device and passed. Unable to download unit thds due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.